Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. At this time the device remains implanted in the patient, and therefore, is not being returned for evaluation. A failure analysis is not available and we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that a female patient, had undergone a therapeutic implant of the obtryx mesh sling system in 2008, to treat incontinence. From subsequent patient symptoms reported to the physician, it was suspected by the doctor that the patient had urethral erosion. The physician performed a cystoscopy (date unk) and confirmed that there was erosion of the urethra in "the four o'clock area." The physician excised about 1cm of the offending mesh during an in-patient procedure. The patient was then catheterized for a day and is reported as doing fine.